Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one maxcore device received for evaluation. Upon visual evaluation, the device appeared to have residue throughout the needle and received with protective tubing and no yellow guard attached to the needle. The device was received in initial position. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. Therefore, the investigation is unconfirmed for the reported failure to fire as the device was able to prime, fire and obtained all 6 samples with no issues. A definitive root cause for the reported failure to fire could not be determined based upon the provided information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing an ultrasound-guided renal biopsy. During the biopsy, the gun stopped midway, resulting in incomplete firing. Further blood adhesion was noted. No coaxial was used. The procedure was completed using another device. Current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the device is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing an ultrasound-guided renal biopsy. During the biopsy, the gun stopped midway, resulting in incomplete firing. Further blood adhesion was noted. No coaxial was used. The procedure was completed using another device. Current status of the patient is unknown.